Event description:
Reported false positive flu a, flu b, and sars results, patients are asymptomatic and symptomatic. 70 patients are tested a day. The customer communicated the results were confirmed negative by molecular (pcr testing). Unknown whether flu or sars was negative.

Manufacturer narrative:
Investigation conclusion: the return was not received by the investigator. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.